Manufacturer narrative:
Exact date unknown, event occurred a year ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 5034244.

Event description:
It was reported that the patient was experiencing abdominal stimulation when turning the therapy on and lead migration. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively.